Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. The hvad pump ((B)(4)) was not returned for evaluation. There are possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the controller passed visual inspection and functional testing. Log file analysis revealed a controller power-up event on (B)(6) 2018 at 06:02:17. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and a battery was connected to power port two (2) with 69% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and battery was connected to power port two (2). The controller was without power for 4 hours, 38 minutes, and 30 seconds. Per the instructions for use, if both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Controller (B)(4), expiration date: 04/30/2018, UDI #: (B)(4), device evaluated by manufacturer: yes, device mfg date: 04/30/2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: heartware ventricular assist system -controller 2.0 controller, (B)(4), model #: 1420, expiration date: (B)(6) 2018, UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found deceased with a black screen and ongoing alarm on the controller. The autopsy did not give an exact cause of death. The pump will remain in the patient and the controller will be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.